Manufacturer narrative:
The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter complained of a discrepant glucose result with accu-chek inform ii meter serial number (B)(4). The meter result was 350 mg/dl. 2 minutes later the meter result was 240 mg/dl and then 2 minutes later the meter result was 170 mg/dl. It was noted that the same fingerstick was used for all tests.